Event description:
It was reported that during an unknown procedure the knife could not back to the original position after the third stroke. The jaw could not open as expected. The surgeon had to cut the tissue and removed the device. Changed to another device and reload to complete the procedure. No adverse event on the patient. The device was discarded

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what type of procedure was the device used in?the device was used in vats. How much tissue was cut out to remove the tissue (cm)?about 1cm. On which firing did the event occur?1st.